Manufacturer narrative:
H6: investigation summary a sample was received and the tubing tear was immediately noticed before microscope investigation. The customer's complaint of leakage has been verified. A device history record review for model 10014881 lot number 20035022 was performed. The search showed that a total of 14,403 units in 1 lot number was built on 09mar2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The sample was analyzed using microscope and the tear resulting in the leak has been known to be caused by mechanical stress at a vulnerable fitment area. The root cause of failure is caused by continued bending at the fitment sight.

Event description:
It was reported that the sec 20dp w/ss dc low sorb experienced leakage. The following information was provided by the initial reporter: material no: 10014881 batch no: 20035022 tubing leak from bottom of secondary set (above connection to top y port). Nurse was trying to prime the secondary line and noticed visible leakage of saline while doing so.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sec 20dp w/ss dc low sorb experienced leakage. The following information was provided by the initial reporter: material no: 10014881, batch no: 20035022. Tubing leak from bottom of secondary set (above connection to top y port). Nurse was trying to prime the secondary line and noticed visible leakage of saline while doing so.